Manufacturer narrative:
On (B)(6) 2024, the patient was undergoing a biopsy procedure for a 21mm lesion in the left lower lobe when a pneumothorax was reported after the procedure was completed. A chest tube was placed then the patient was admitted and discharged in 24 hours in good condition. No further complications were reported. Although the product was not returned for investigation, the investigation of the product (lot# 2024061801) identified the root cause of the scope catheter stability as highly related to anatomy, such as airway size and tortuosity. For this case, the galaxy scope performed as intended and functioned as expected.

Event description:
On (B)(6) 2024, a pneumothorax was reported while the patient was undergoing a galaxy-assisted biopsy procedure for a 21mm lll lesion. The procedure was completed, and the pneumothorax occurred after the case. A chest tube was placed, the patient was then admitted and discharged after 24 hours in good condition. The injury was attributed to the instability of the catheter being used while using the noah scope. No further complications were reported. The product was not returned for investigation. The case was reviewed, and it was found that scope stability is highly related to anatomy, such as airway size and tortuosity. For this case, the galaxy scope did perform as intended and functioned as expected with no identified user errors. Although investigation findings concluded that the injury was not caused by the galaxy system, the involvement of the galaxy system in this case led to the decision to report. The initial submission was made (B)(6) 2024, additional attempt made 28oct2024. Support from emdr helpdesk received a resubmission requested.